Event description:
It was reported to st jude medical that noise was observed on the electrograms along with an unusual noise coming from the ICD. The decision was made to explant the entire system. During the explant, a coil fracture was seen.